Event description:
It was reported that during a gastric bypass procedure, a trocar was inserted into the pt. A grasper was inserted into the trocar in order to manipulate the bowel and the trocar snapped in half. The surgeon removed the broken piece of trocar. All the broken pieces were removed off the field. They got a new device to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.